Manufacturer narrative:
An event of device deformity was reported. Also reported that there was difficulty implanting device as it did not stick to the artery wall. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. Information from the field indicated that a 10f sheath was used to deliver the device. Please note that per the instructions for use, artmt600157386 revision b the recommended size delivery system for use with a 22 mm septal occluder is an 9f. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Three images from field appeared to show a deformed distal disc of occluder when deployed through loader outside patient. The occluder was observed to contain blood like substance. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was sceleted for an implant using a 10f amplatzer trevisio intravascular delivery system (atv). During the procedure, the physician could not implant device because it did not stick to the artery wall. It was impossible to perform the closure.the device appeared bulbous in shape and was removed from the patient prior to released from the delivery cable, no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a non-abbott device. The patient was stable at the end of the procedure.